Event description:
Pt expired approx 48 hrs post-op. Calcium was noted in the vasculature which made access and deployment difficult. It is believed that a stent was placed in the left common iliac artery to repair a tear or endoleak. There was a possible intimal tear or flap in the right common iliac artery observed on final angio. No intervention was performed. The graft was successfully implanted and the pt was transferred to the ICU. Subsequently it was noted that the pt's abdomen had become "dense". The pt was returned to the o.r. Where it was noted that a hook from the right graft attachment system has penetrated the iliac wall and had caused a rupture of the right common iliac vein. A balloon was inflated in the vein in an attempt to stop the bleeding. At this point there began a logitudinal dissection of the vein that continued to the inferior vena cava and down the left common iliac vein. The vessels were ligated and the pt returned to the ICU. The family was advised of the pt's condition and elected to discontinue any further interventions. The pt expired approximately 48 hours post implant. The graft will not be explanted.